Event description:
Reported as, band leak and erosion. The lap-band system was removed and not replaced.

Manufacturer narrative:
Tape ii. Medwatch sent to FDA on: 05/17/07. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted leakage in the shell. Opening in shell appears to be due to acid-degradation caused by erosion. Analysis of the device returned also noted a sharp opening on the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Analysis also showed a striated opening on the buckle consistent with surgical damage. Erosion is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows there is a risk of band erosion into stomach tissue.: "re-operation to remove the device is required."